Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 360cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be intact. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left; patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 360cc mentor memorygel breast implant on both sides and expressed dissatisfaction and product dislike postoperatively. As a result, the devices were explanted on (B)(6) 2021. In the absence of clarifying information, side implanted with lot 9510936 is defaulted to "left", and the side implanted with lot 9527196 is defaulted to "right" until further information becomes available. This medwatch report is for the patient¿s left-sided device.